Manufacturer narrative:
D10: (B)(6) - 132-36-53 - nv gxl lnr, lipped, 36mm ID, group 3 cups. (B)(6) - 160-00-12 - pf stem tapered plasma sz 12. (B)(6) - 142-36-03 - cocr fem head 36mm +3.5 offset 12/14. (B)(6) - 120-65-35 - bone screw 6.5mm dia x 35mm long. (B)(6) - 120-65-25 - bone screw 6.5mm dia x 25mm long. (B)(6) - 120-65-25 - bone screw 6.5mm dia x 25mm long. (B)(6) - 186-01-56 - integrip cc, cluster 56mm, g3. (B)(6) - 120-65-30 - bone screw 6.5mm dia x 30mm long. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01582. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation approximately 8 months after a right total hip replacement surgery the patient experienced septic infection and underwent a revision procedure. A post operative revision report was provided. Post operative diagnosis noted infected right hip replacement, failed with persistent infection. Intraoperatively the surgeon observed heterotopic ossification throughout the hip and removed necrotic damaged tissues. The patient was revised to exactech devices. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The most likely underlying cause for the revision reported is prosthesis wear and infection and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) however, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.